Event description:
It was reported that the device had an air in line error during testing. Although this event initially did not meet the criteria for reportability, upon review of the investigation results, a defective air in line sensor was identified. The file is reportable based on the investigation findings.

Manufacturer narrative:
One device was returned for analysis of complaint of air in line error during testing. Review found no relevant service history or relevant alarm history. Visual and functional testing was performed. Complaint of air in line error was confirmed through accuracy testing. The air detector failed testing and was replaced. Device passed testing post repair.